Manufacturer narrative:
Phone: (B)(6).

Event description:
Information was received indicating that a smiths medical tracheostomy tube's air bag was full and the intubation tube had to be taken out directly in order to give sputum to patients with severe pneumonia. There were no reported adverse events.